Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: item # unk, unknown femoral stem, lot # unk. Item # unk, unknown head, lot # unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review reported possible cause for revision is vertical orientation of the acetabular cup which predisposes to superior polyethylene wear and subsequent granulomatous osteolysis. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's hip arthroplasty is being considered for a revision for an unknown reason. X-ray review showed the vertical orientation of the acetabular cup which predisposes to superior polyethylene wear and subsequent granulomatous osteolysis. Attempts have been made and no further information has been provided.